Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, clip apply difficult and formation uncompleted. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m93d85. The analysis results found that the mcl20 device was returned with 1 clip jammed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the jammed clip would not allow the following clips to be fed into the jaws, the jammed clip could not be removed. No conclusion could be reached as to what may have caused the jammed clip. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.